Manufacturer narrative:
Combination product: yes. Update 10. Jan 2025: the hospital decided to deactivate the ICD therapies and no revision is planned. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Two photos of iegm episodes 67 and 68 were available showing ff and rv channel artifacts leading to oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing was recorded on iegm. It was not reproducible during in office follow-up. A revision will be planned.

Manufacturer narrative:
Combination product: yes.